Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced an error code e220. The issue occurred during inspection before use. There were no reports of patient involvement.

Event description:
It was also reported the subject device had screen cuts off and goes to colored lines. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: h2,h3,h6,h11: corrected field: b5, g3, h6. In addition, the following reportable malfunctions were identified during the device evaluation: rear cover watertight defect. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.